Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, "crack in the extension tubing of PICC caused medication to leak out." No other information was provided. Additional information received 02/06/2024: "patient was in the ICU, nurse was changing dressing on PICC, went to flush saline, and all the saline spilled, she inspected an noticed a crack in the extension tubing. Crack was clamped and new product was used. No patient harm."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr dual lumen powerpicc provena catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated and a split was observed in the red-luered extension tubing. Microscopic examination of the catheter split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument; sharply formed fracture edges; planar shape to the fracture surface. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. H3 other text: evaluation findings are in section h11.

Event description:
It was reported, "crack in the extension tubing of PICC caused medication to leak out". No other information was provided. Additional information received on 02/06/2024: "patient was in the ICU, nurse was changing dressing on PICC, went to flush saline, and all the saline spilled, she inspected an noticed a crack in the extension tubing. Crack was clamped and new product was used. No patient harm."